Event description:
The customer reported an incorrect susceptibility result (false susceptible) for (B)(6), with vitek 2 gram-positive susceptibility card. The results indicated that the sample was (B)(6). After additional testing ((B)(6)), and reference lab confirmation; the results indicated the samples were (B)(6), and the pt should be treated as (B)(6). Description of incident as reported by the customer: on (B)(6) 2012: the pt was stated on vancomycin and ceftriaxone antibiotics treatment therapy, prior to testing with the vitek 2 system. Susceptibility tests were set-up on blood 4 times and urine once. The pt's blood and urine samples were submitted for culture at the same time and both grew (B)(6). Urine isolate grew (B)(6) prior to blood becoming (B)(6). On (B)(6) 2012: test sample #1 of blood indicated the isolate was (B)(6) by vitek 2; this result was not reported to the physician. Vancomycin treatment was discontinued, however the pt remained on ceftriaxone. On (B)(6) 2012: the blood isolate was also sent to reference lab, where dna sequencing was performed with identification of (B)(6); (B)(6) detection was also (B)(6). Biomerieux was also informed by the customer that the reference test samples belonged to a pt with a pre-existing kidney ailment. Test sample #2 of blood indicated the isolate was (B)(6); result was reported out as (B)(6). The treating physician was also informed that this pt should be treated as (B)(6), due to additional test results, which indicated samples were positive for penicillin binding protein (pbp2), (B)(6) was (B)(6), and (B)(6) for (B)(6). The presence of pbp2 encoded by (B)(6) is an indication of (B)(6), and are (B)(6). A (B)(6) test is indicative of inducible mls resistance, which confers resistance to macrolides, lincosamides, and type b streptogramin. The vancomycin treatment was started again based on (B)(6). On (B)(6) 2012: the pt was discharged with intravenous (IV) ceftriaxone and vancomycin treatment prescribed. The pt was scheduled to be released to hospice on (B)(6), due to liver ailment, but was kept in the hospital until (B)(6), in order to administer IV antibiotics. Test sample #3 and test sample #4 (blood) results indicated the isolates were (B)(6). There was no indication or report from the hospital or treating physician to biomerieux that the reported result lead to any adverse event related to the pt's state of health. There was no info available to clearly separate the discrepant result from the discontinuation of the vancomycin antibiotic treatment for 24 hours. This event is being reported because hospitalization was prolonged (1 day longer) and treatment intervention was impacted in association with a discrepant susceptibility result. As a part of the internal investigation, biomerieux reviewed the batch record and qc testing results for vitek 2 gram-positive susceptibility (ast-gp67) card, lot number 132227742. The review did not reveal any abnormalities or indicators of product non-conformity. There were no discrepancies in the qc release data and the results were within the identified specifications. Review of the complaint trending indicates that there has been one (1) other complaint regarding false susceptible result associated with the vitek 2 (B)(6) susceptibility card (lot # 132227742). The false susceptible rate observed on the identified lot does not fall outside the declared performance. The overall complaint data and complaint investigation does not suggest there is an issue associated with oxacillin performance and lot reference in the complaint. Two (B)(6) isolates were submitted by the customer for oxacillin (ox) evaluation due to the discrepant ox resistant result. All isolates tested were susceptible to oxacillin on both lots of gp67 tested, and were (B)(6) by agar-dilution. The card data was in agreement with the reference method. These isolates may represent heterogeneous cultures containing both susceptible and resistant colony types, due to (B)(6) results seen for all isolates.